Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self test, reset error test, rewind, basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for motor errors. He stated that the issue was recurring for the past few weeks and that the alarm was received three times the day prior to the call. The customer reported that the blood glucose was high but did not provide a blood glucose reading. The customer declined troubleshooting for high blood glucose. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.